Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) experienced peritonitis manifested by cloudy effluent, raised levels of leucocytes in the peritoneal effluent, pain by the flanks and abdominal pain coincident with peritoneal dialysis therapy. On the day of the onset of peritonitis, the patient was hospitalized. On an unspecified date, the patient was treated with fortum and vancomycin (routes, doses and frequencies not reported). One week later, the treatment was discontinued due to the lack of effect. Seven days after the onset of peritonitis, the patient was switched from physioneal 40 to gambrosol. Three days later the patient was feeling well and was discharged from the hospital. About a month and half later, the patient again experienced abdominal pain and cloudy effluent after gambrosol treatment was discontinued and physioneal 40 treatment was reintroduced. The next day, the patient again started treatment with gambrosol. At the time of the report, the patient was recovering from peritonitis. No additional information is available.